Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that (3) si implants were misplaced superiorly during an intraoperative procedure. An investigation into the provided case logs revealed that the root cause was that the implants were placed with non-navigated instrumentation and k-wires, which moved during implant placement. Further discussion with a globus medical representative revealed that k-wires and other non-globus hardware were used in the procedure and that this system has only observed missed screws when non-globus hardware is being used. Notably, navigated globus instrumentation was only used to place the k-wire, which was then used to place the implants using non-globus, non-navigated instrumentation. Ultimately, the user did not opt to replace the misplaced implants, and no adverse effect to the patient was reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is high or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained, and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, there were some misplaced si-loc screws that were removed and replaced under fluoro. All 3 si r screw trajectories were posterior to plan. Dr. Navigated the hsb, 3.5 mm drill, and 6.5 mm drill, then used the cannulated tap to drop a k-wire and place a competitor's screws. We had green boarders and a low offset for each screw.